Event description:
Approximately 2 months after neurostimulator implant, device interrogation revealed an early replacement indicator message. The implantable neurostimulator was programmed to amplitude 2.5 volts, rate 60 hertz, pulse width 450 microseconds, and several electrode combinations. Impedances were within normal limits. The estimated battery life was 15 months. The hcp and patient elected to wait until complete battery depletion for neurostimulator replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).